Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 250 (mg/dl) following a meal. The customer adjusted their basal rate settings to address their bg levels. System check with tandem technical support indicated the pump was performing as expected. Recommendation was made to consult with a health care provider to discuss infusion site placement and infusion set options.